Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the bearings was identified as the probable cause of the overheating described.